Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome¿ rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) with anesthesia procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the nurse had bowed and straightened the sphincterotome multiple times with no issues while cannulating the ampulla and had it bowed while the physician was performing the sphincterotomy. Halfway through the sphincterotomy, the nurse felt something "give" and the physician was no longer able to cut. When they pulled the scope back and looked at the end of the sphinterotome, they noticed that the wire had snapped in half. There was no part of the device detached inside the patient. Reportedly, they used the same generator and active cord during the procedure, but used a second hydratome¿ rx 44 to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be stable.